Manufacturer narrative:
No medwatch has been received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent a dental implant and graft procedure on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 in which the dental implant and graft were removed due to infection.